Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the pump module area of the cycler and external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment 14 times. The patient pressed ok and then received a patient sensors too high alarm and was advised to stop treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A review of the patient¿s treatment records identified that the patient drained 4492 ml during drain 3 of the treatment. This drain volume is 225% the patient's prescribed fill volume of 2000 ml. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was seeping out of the pump module at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During disinfection and preparation for analysis, a leak was detected in the cassette film. The sample arrived with the patient line and drain line cut. During microscopic inspection, a tear was observed in the cassette film. No additional issues were identified during the inspection. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed during sample evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the pump module area of the cycler and external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment 14 times. The patient pressed ok and then received a patient sensors too high alarm and was advised to stop treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A review of the patient¿s treatment records identified that the patient drained 4492 ml during drain 3 of the treatment. This drain volume is 225% the patient's prescribed fill volume of 2000 ml. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was seeping out of the pump module at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.